Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6) 2004. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.